Event description:
Voluntary medwatch received states that the right atrial (ra) lead had been under tension for an extended period and exhibited noise. No intervention or adverse patient effects were reported.